Manufacturer narrative:
This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. On (B)(6) 2016, svc coil impedance is 101 ohms and rising to 254 one week later. Concomitant medical products: 188tc (B)(4) lead, implanted (B)(6) 2009; 419388 lead; 5076-52 lead, implanted (B)(6) 2004. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead alert triggered, and the right ventricular (rv) lead exhibited high rv and superior vena cava (svc) coil impedances and a confirmed fracture. Additionally, the left ventricular (lv) lead exhibited high impedances when programmed in the lv tip to rv coil configuration. The lead was capped and replaced. During the replacement procedure, the patient's svc was torn, resulting in a pericardial effusion and tamponade. The patient underwent emergency open heart surgery to repair the tear. As a result, the rv lead was replaced with an epicardial lead system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.